Event description:
Information received by medtronic indicated that a portion of the mapping catheter loop detached during a cryoablation procedure. The distal tip of the mapping catheter gave resistance in the cryoablation catheter after the second application in the lipv (at this time, two successful ablations had been applied at lspv). At the moment of the resistance, the console gave a system notice message (fluid in the catheter). The mapping catheter was slowly retracted into the cryoballoon and the sheath was slowly retrieved to the right atrium and out of the patient's body. After removal from the patient, it was observed that the distal part of the mapping catheter was broken, with electrode 1 and a small portion of the distal tip having detached from the rest of the mapping catheter. The distal tip had detached inside the cryoablation catheter and was removed from the patient with no intervention required. The cryoablation procedure was aborted. There were no patient symptoms or complications related to the event.

Manufacturer narrative:
Investigation of returned device is currently in progress. Results will be submitted in a supplemental report.